Manufacturer narrative:
Corrected data: information was received that the patient was doing fine post operatively however this was known at the time of the submission of follow up #1 but was inadvertently not included. Additional information: device available for evaluation ¿ yes, returned to manufacturer on 06/13/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 18.0 diopter intraocular lens (iol) was explanted due to patient being unhappy with the lens and experiencing visual distortion. The explanted lens was replaced with a model zcb00 18.5 diopter iol. No further information was provided.

Manufacturer narrative:
Additional information: additional information was received and it was learned that there was no capsule tear when removing the lens. There was no vitrectomy performed or sutures required. However, incision was enlarged, 2.75mm. Patient information and physician name was provided: date of birth: (B)(6) gender: male , physician: (B)(6). As a results of the additional information provided the following fields were updated/populated accordingly: (B)(6), gender/sex: male, (B)(6) health professional - yes, occupation - physician. (B)(4). All pertinent information available to the manufacturer has been submitted.